Manufacturer narrative:
Image review: analysis per photos and captions provided by the customer: date of procedure: (B)(6) 2021 lot # 61275 glue used: 1.5-2cc (estimate) on ditropan, toprol, cozaar, flomax, norvasc, and coumadin pre-procedurally. Post-procedure duplex on (B)(6) 2021: junctional shot, thrombosed gsv, large vv thrombosed in the thigh CT pulmonary angiogram demonstrating multiple peripheral filling defects consistent with pulmonary septic emboli, embolic infarcts also visualized in the spleen and kidneys. Intra-operative and post-operative pictures anticipated discharge to skilled nursing facility soon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the amount of adhesive used was approximately 1.5 to 2 cc during the procedure. The patient was reported to be on ditropan, toprol, cozaar, flomax, norvasc, and coumadin pre-procedurally. Patient returned for post procedure duplex 7 days post implant; thrombosed gsv, large vv thrombosed in the thigh observed. CT pulmonary angiogram demonstrated multiple peripheral filling defects consistent with pulmonary septic emboli, embolic infarcts also visualized in the spleen and kidneys. Patient expected to be discharged to a skilled nursing facility soon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician used a venaseal kit to treat a patient¿s great saphenous vein (gsv). The IFU was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. A guidewire was used for the insertion of the catheter. There were no issues during the procedure or with the device at time of use. It was reported that approximately 2 weeks post treatment the patient developed profound septic shock and the implanted venaseal adhesive was believed to be responsible due to pain and discoloration in the treatment zone. The physician explanted the entire vein. The thrombotic segments of the treated vein were filled with pus and obviously infected. The proximal saphenofemoral junction was clear and unaffected. Patient is in the hospital and in critical condition.